Event description:
I have had worsening allergic reaction to insulet omnipod 5 insulin pumps. Have determined it is not related to adhesive but likely the stainless steel injector piece which contains nickel that inserts the cannula. (Minimed brand has excluded nickel from their infusion sets). I experimented with applying the pod twice and wore them for 3 days without injecting the cannula and had zero rash so that tells me it is not the adhesive. Also, I wear a dexcom cgm sensor and never get rashes nor itching from that. I called the omnipod clinical care team and have tried all suggestions to mitigate the intense itching and rashes (that last a couple weeks after the pod is removed and begins in a matter of hours after application). Nothing has stopped the intense allergic skin reaction and there is concern that the dermatitis is creating scar tissue. I inquired if they have had any consideration of making it nickel-free device since I have read online that others have had similar reactions. The tubeless omnipod has been a life saver for me in managing type one diabetes and I am so disappointed that I am going to have to give them up because the materials have caused such egregious rashes and irritation.